Manufacturer narrative:
On 19-mar-2026, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent a supraventricular tachycardia ablation procedure with an ez steer catheter and the packaging was completely damaged. The medical team confirmed that both the outer and inner packaging covering the catheter were damaged. The damages were discovered as they were setting up for the procedure. The procedure moved forward with another catheter. No patient consequences were reported. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection of the returned device was performed. Visual inspection revealed knob detached from the rocker arm on the handle of the device. No original packaging was returned to analysis site; however, the detached knob could be related to the packaging issue reported by the customer. Welding residue was found on the handle, showing that rocker arm was previously attached to the device; suggestive of the device being properly manufactured previous to the detachment. A manufacturing record evaluation was performed for the finished device number lot 31849276m and no internal action related to the complaint was found during the review. The packaging issue reported by the customer was confirmed. The potential cause of the knob detached could be related to the shipping process during the transportation of the device; however this cannot be conclusively determined. The open pouch issue could not be analyzed due to no original packaging was returned to analysis site. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia ablation procedure with an ez steer catheter and the packaging was completely damaged. The medical team confirmed that both the outer and inner packaging covering the catheter were damaged. The damages were discovered as they were setting up for the procedure. The procedure moved forward with another catheter. No patient consequences were reported.

Manufacturer narrative:
The product investigation was completed based on a received photograph of the device. Device investigation details: a picture was received for evaluation following johnson & johnson medtech's procedures. According to the picture provided by the customer the outer box packaging was observed torn and crushed. However, the pouch of the device is not observed on the photo provided by the customer and is not possible to confirm a damage in the pouch seal. The potential cause of the packaging damage cannot established. A manufacturing record evaluation was performed for the finished device number lot 31849276m and no internal action related to the complaint was found during the review. The customer complaint was confirmed based on the photo received. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).